Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock during a dermatologic procedure involving full duration electrocautery on the patient hand. A magnet had been placed over the device during the procedure to inhibit tachyarrhythmia therapy; however, the physician did not hear the confirmation tone and later stated the tone was difficult to detect. It is suspected that the magnet may not have been properly positioned or may have shifted, resulting in the device remaining active and delivering therapy in response to electromagnetic interference. No confirmed device malfunction was identified. The patient did not undergo MRI prior to the event. No additional adverse patient effects were reported. This device remains in service.